Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Event description:
During index procedure the patient had one endeavor rx drug eluting stent implanted to the distal right. Approximately 36 months post index procedure the patient suffered a stroke. Patient was treated with infusion of heparin and transferred to a rehabilitation hospital. Investigator indicated that the reported event was not related to the study device. It is reported that the injury remained.